Event description:
Pt reported that her blood glucose was 420 mg/dl at dinner time and that she was later brought to the hosp via ambulance on (B)(6). She stated that her bg was 900 mg/dl upon arrival at the hosp, that she was in ketone shock, and she was hospitalized for 5-6 days. The pt was not willing to provide any add'l details about the event.

Manufacturer narrative:
The device was discarded at the hosp and is unavailable for eval. We are unable to determine whether any malfunction or other product condition could have contributed to the pt's hyperglycemia. No product lot number was reported, so no qualification record review was conducted. The omnipod user's guide warns that, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advised that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."